Event description:
The customer received questionable elecsys vitamin d gen 2 assay results for qc material and an unknown number of patient samples from 06-jul-2018 through 11-jul-2018 from cobas 6000 e 601 module serial number (B)(4). Of the data provided for eight patient samples tested on (B)(6) 2018, only the data for one patient sample was discrepant. The initial result was 39.39 ng/ml and the repeat result was 82.83 ng/ml. The repeat result was believed to be correct. The customer followed up with the physicians and provided the corrected result. There was no adverse event. The customer believed there was a reagent issue.

Manufacturer narrative:
The qc and calibration data provided is within acceptable range. The investigation did not identify a product problem. The cause of the event could not be determined.